Manufacturer narrative:
(B)(4)

Event description:
It was reported that during pre-operative device preparation, the stylet got stuck in the left ventricular lead. When the stylet was pulled with force the proximal portion of the lead was damaged. The lead was not used.